Manufacturer narrative:
The company rep replaced the main pcb (part number 0670-00-0788). The iabp was tested to factory specs. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp went blank and stopped with a "peep" sound. The iabp was power cycled but still did not work. The pt was switched to another iabp and therapy was continued. No pt injury was reported.